Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, the stent was unable to deploy. The location of the lesion was unknown. The bare biliary 10mm x 80mm stent delivery system (sds) was advanced to the lesion, however, upon attempting to deploy the stent the stent was unable to be deployed. The physician attempted to deploy the stent "a few times" but was unsuccessful. The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "stable".